Manufacturer narrative:
On (B)(4) 2011 a bec field service engineer (fse) noticed the bellows drain line crimped behind the trap assembly. The fse moved the line to the correct position. The repairs were verified as per established procedures. Further clarification from the fse indicated that during normal operation the bellows drain is filled with blood and diluent rinsed out of the needle assembly after aspiration, when the drain line is pinched behind the trap assembly there is no exit of the fluid to waste. When the bellows contract the left over fluid is forced out a vent line to the base of the instrument. Root cause for the leak was that the bellows drain line was crimped causing the waste in the bellows to overflow. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report bloody fluid in and under the lh500 instrument and on caps of sample tubes. The user was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No errors or indications of a problem up until the fluid were seen. No sample results were in question. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The spill was handled as per the customer's laboratory protocol and service was requested.